Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was reproduced. System error 105 was confirmed and caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.